Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. During preventative maintenance, baxter puerto rico evaluation observed a system error 345. Baxter medina evaluation did not observed the system error 345 during testing; however, system error 345 was confirmed through the event history log review. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The cause was identified to be a failed upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a spectrum pump at baxter puerto rico, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.